Event description:
The customer reported that during a routine check of the unit, an electrical test fails code #58 (power-up vent test failed) alarm was generated. No pt was involved. The reported event was observed earlier in (B)(6) 2011 on the same iabp unit. Refer to MDR 2249723-2014-00895 and 00896. (B)(4) .

Manufacturer narrative:
The company rep verified that the reported event occurs intermittently and confirmed it on the error logs. The company rep replaced the solenoid driver printed circuit board (part number 0670-00-0639e). The company rep performed functional and leakage tests. The k6, k6a, k7 and k8 leak test met specs. The company rep powered the iabp several times without and error message. The unit functioned normally and was returned to the customer. (B)(4).